Event description:
Caller reported that a cartridge leaked insulin, occurring only once, with the leak located at the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy.